Event description:
Boston scientific received information that during this implant procedure, out of range impedance measurements and noise were noted with the associated right ventricular (rv) and left ventricular (lv) leads.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and instructed the caller to perform some troubleshooting techniques. The leads were removed from the header and reconnected which resulted in good impedance measurements and no further noise. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.